Event description:
It was reported during a ptca procedure that a dissection was observed in the left main after placing the viking guide catheter. It was reported that the guiding catheter had been deeply seated. The pt was sent to surgery with a perfusion balloon in place. The pt expired 11 days post surgery. This MDR is being conservatively filed due to the pt's death. The causation between the viking guiding catheter and the pt's death cannot be established.